Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter (approx.) Abdominal aortic aneurysm. It was reported that an endoleak was confirmed on a follow-up CT approximately 6 years post the index procedure. An intervention procedure was performed during which it was planned to occlude the renal arteries, as the patient was on dialysis. The sma and celiac arteries were recovered, and a bypass was performed. Several non-medtronic extension stent grafts were also implanted into the endurant main body. As per the physician, the cause of the aneurysm enlargement was unknown. The type I endoleak may have been caused by a type ii endoleak or endotension. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the reported type ia endoleak likely leading to the aaa expansion was confirmed. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison. Although the exact cause is unknown, it appears most likely that disease progression (neck dilatation and angulation) contributed to the type ia endoleak. It is also possible that a possible type ii endoleak may have led to aaa expansion, which resulted in dilatation of the proximal neck and the type ia endoleak. Analysis of the returned films did not reveal any stent graft anomalies that could explain the observed endoleak and aaa expansion. If information is provided in the future, a supplemental report will be issued.